Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The brand name should read as s4s/sur-fit natura 2pc-2pc durahesive (dh) flexible wafer. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated that pt experienced redness and itching from 6:00 to 1:00 o' clock. At the instruction from a dermatologist, the pt began using a barrier wipe on the redness, but the redness did not improve and the use of the wipes was discontinued. The pt began the use of a skin spray, the itching improved and cleaned his peristomal skin with a bar soap and water; normally changes his wafer every 4-5 days. The pt has subsequently changed the pouch that he has been using. Pt outcome was not noted.